Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead via diagnostic imaging during generator change out. Lead was capped and replaced on (B)(6) 2016. Patient was stable before, during and after the procedure.